Event description:
New information received notes an episode of non-sustained right ventricular oversensing was recorded on (B)(6) 2024 and initially thought to be due to t wave oversensing but upon review by technical services the signals were not timed to t waves but occurred at random. The pacing lead impedance was low as compared to implant, a lot of false auto mode switching episodes due to noise and atrial oversensing was observed on the right atrial (ra) lead. Provocative testing to further evaluate lead integrity was suggested. No good sensing setting could be provided. The clinician indicated they were aware of the issue.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead was oversensing noise and triggering inappropriate auto mode switch episodes. Medication was used to control the patient¿s rates. There were no patient consequences.